Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing on (B)(6) 2021 due to the on/ off bottom key on keypad was not working. Service evaluation verified the on/ off bottom key on keypad was not working. The cause was identified to be a failed keypad which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device had an on/off bottom key on the keypad was not working. No additional information is available.